Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (16th may 2019. Upon receipt the device was failing self-tests due to a capacitor fault. The user would have been alerted with ¿warning, device service required¿ prompts alongside a flashing red status led, as per the reported fault. Further investigation revealed the high voltage capacitors were not charging during self-testing, which would account for the failed self-tests. The fault was attributed to a failure of transformer t2, which steps up the pad-pak voltage for the high voltage circuitry. The failure of t2 had also resulted in the failure of component u2, which regulates the primary current of the transformer. The faults could not be replicated after replacing t2. This would confirm the reported fault had been due to failure of transformer t2. Information from the device memory showed the hdf-3500 was first installed on the (B)(6) 2019 and performed to specification up to the (B)(6) 2020, before failing the following scheduled self-test on the (B)(6) 2020. It is therefore assumed that t2 had failed around this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Guidance is given that repair is required..there was no patient involved in this event.